Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo was reviewed, and the defect reported could not be confirmed by the photo. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers. No relevant findings were identified from either lot. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that hcp failed to fire staple before using on a patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that hcp failed to fire staple before using on a patient.